Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device provided a higher reading when compared to a healthcare professional meter. An unspecified high sensor reading was obtained, and customer experienced a loss of consciousness. Customer had contact with a healthcare professional and an unspecified reading was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose gel. On an unspecified date, a sensor scan result of 135 mg/dl was obtained compared to a reading of 111 mg/dl on an unknown device. There was no report of death or permanent injury associated with this event.